Manufacturer narrative:
Patient code: (B)(6) does not apply to this event and was mistakenly added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins). The patient reported that she was not able to get the patient programmer (pp) to work. The patient noted that she has two pp¿s and two implants. The patient reported that since the night before, she is getting the poor communication message with the antenna attached to the pp, with both pp¿s and both implants. The patient reported that since a week ago, she was in pain and needed to adjust the stimulation setting. The patient noted that she had replaced the batteries in the pp last night. The patient noted that she had programming done a couple years ago, and that she used the pp 6 months ago. On the call, the patient confirmed that the antenna was secure and synced with the ins. The reported poor communication was not resolved. The patient placed the pp directly over the ins and tried to sync with ins. This did not resolve the reported poor communication. The patient reported that she gained weight since having implant and there is more fat in the area of implant than use to be there. The patient confirmed that there were no falls or traumas. The patient was transferred to repair. On august 17th, the patient called back and stated that she got the replacement pp and it did not resolve the issue. Patient services redirected the patient to their healthcare provider (hcp). The patient stated that she moved and doesn't have a managing hcp. Patient services sent listings to the patient. No further complications were anticipated/reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that both inss were being replaced due to normal battery depletion. The health care professional stated that the right ins would be the first one they do because it was reported that the patient was having pain on that side so the plan was to investigate that side further. There were no falls/trauma related and a revision was scheduled. There were no further symptoms or complications reported or anticipated.